Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the charger was unable to power on. Upon evaluation, the power supply was defective with recessed pins in the connector. The cause of the inability to stay powered is the recessed pins in the connector. The root cause of the recessed pins is excessive force placed on the power supply. A rtr request for a design change to improve the connector was accepted by FDA on 10/29/2015. No adverse event resulted from the defective power supply.

Event description:
A us distributor contacted zoll to report that a patient's charger would not stay powered on.